Manufacturer narrative:
Additional review was performed by an isi quality engineer and the probable root cause could not be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was tested and the unit energized, cauterized and recognized instruments with no issues. Upon visual inspection there were no issues found that would be related to the reported event. The probable root cause is attributed to component failure based on generator defect. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient pad was working intermittently. The clinical sales representative (csr) attempted troubleshooting by testing other patient pads, but the issue persisted and technical support was contacted for assistance. As advised by the technical support engineer (tse), the pad was replaced with the approved covidien e7507 model; however, the issue continued. The csr informed the tse that the customer was using external esu to complete the procedure. The procedure was completing as planned with no reported injury.